Manufacturer narrative:
Investigation is still ongoing.

Event description:
As the field clinical specialist (fcs), a 23mm sapien 3 ultra valve was implanted in a 25mm mitroflow via transfemoral approach. Post deployment of the valve, the delivery system was removed and a 24mm true balloon was placed across the valves for a planned valve fracture. The patient was rapid paced and the true balloon inflated for approximately 10-12 seconds when the balloon ruptured. The patient was hemodynamically stable and echo showed no effusion. The true balloon was pulled down to the abdominal aorta when resistance was met. After observation under fluoro, it was felt that the true balloon had entered the 14 fr esheath. The true balloon, wire, and esheath was pulled as a unit, when the scrub felt excessive resistance pulling and decided to stop. Attendings removed the true balloon and esheath as a unit. Upon removal, it was noted that the true balloon never entered the esheath and it had 'broken the seam' of the esheath. The patient immediately became hemodynamically unstable. A reliant balloon was placed through the contralateral side and inflated above the iliac bifurcation and below the renals. The vascular surgeon was called and the patient was intubated. Chest compressions were started and the vascular surgeon performed an abdominal cutdown to clamp the aorta. The physician stated the iliac was visibly 'shredded' and the aorta was ruptured at the site of the reliant balloon inflation. An ECMO was attempted without success. The patient's death was called in the room. It was thought that the iliac artery injury was related to the withdrawal difficulties.

Manufacturer narrative:
This supplemental report was submitted to link this reported issue with voluntary medwatch report number (B)(4). No new information was provided. No further action is required. This investigation is still ongoing.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of procedural videos/imagery/photographs provided by the facility were performed and the following was observed: 3mensio shows tortuosity in patient's access vessels and abdominal aorta, and post-procedure, the true balloon was stuck inside and circumferentially delaminated sheath liner. A non-edwards bav was used with the esheath. The IFU and training manuals in this section are for an edwards bav with the esheath for the relevant guidance for an s3u implant. The following instructions for use (IFU) were reviewed: IFU for esheath and procedural training manual. Based on this review, no IFU or training deficiencies were identified. The liner delamination reported in this event is likely a consequence of the withdrawal of a burst true balloon. While a definite root cause could not be determined, review of the complaint file suggests that retrieval of a damaged and incompatible non-edwards intervention device (burst 24mm true balloon) may have contributed to the complaint event. As such, the review of the risk management file is complete and no further action is required at this time. The complaints for esheath liner delamination and non-edwards device withdrawal difficulty through esheath were confirmed by the provided imagery. Since the device was disposed by the user facility and not returned to edwards, further engineering (visual, functional, or dimensional analysis) was not performed. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, the true balloon ruptured approximately 10-12 seconds after inflation and the ruptured balloon catheter was pulled down to the abdominal aorta. During the removal of the esheath and true balloon catheter some resistance was noted. Upon removal, it became evident that the true balloon catheter had not entered the esheath and it had 'broken the seam' of the esheath. It is likely that the balloon burst altered the balloon profile, making the device more susceptible to catching on the tip of the esheath and contributing to withdrawal difficulties through the esheath. Additionally, tortuosity was present in the patient's access vessels and abdominal aorta. The tortuosity might have created a non-coaxial alignment of the true balloon catcher and esheath distal tip upon reentry into the sheath. The misalignment potentially could have led to the balloon catching on the esheath distal tip. The excessive manipulation due to withdrawal difficulty potential has caused to the esheath liner delamination. The root cause of the event is unknown. Based on the available information, patient's anatomy (access vessels tortuosity and abdominal aorta tortuosity) and procedural factors (excessive manipulation, withdrawal of burst balloon and non-coaxial alignment) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.